Event description:
It was reported that the bd microlance¿ 3 hypodermic needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: a foreign matter was found on/in the needle/syringe after drawing up the medication from the vial.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 302809 and lot number 220313. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, a small particle was observed within the needle hub. Without the physical sample, we were unable to analyze the foreign material to identify an exact cause. H3 other text : see h10.

Event description:
It was reported that the bd microlance¿ 3 hypodermic needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: a foreign matter was found on/in the needle/syringe after drawing up the medication from the vial.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.